Manufacturer narrative:
Product ID# 97702, serial # (B)(6) was returned for analysis. Analysis found no significant anomalies. Product ID 977a260, serial# (B)(6) was returned for analysis. Analysis determined that there was a short between the #0 and #3 co nductors in the proximal end of the lead under dry conditions. Analysis identified the insulation was broken under the connector at the proximal end of the lead. Product ID 977a260, serial# (B)(6) was returned for analysis. Electrical testing of the lead determined that continuity was complete and there were no electrical shorts between the circuits; however, the lead was not completely seated in the implantable neurostimulator (ins) connector port. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was scheduled for a battery and lead revision on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that caller reported ins is currently at end of service (eos). The ins was implanted in (B)(6) 2021, previous ins's have last approximately 3 years. Reviewed a short circuit would affect longevity. Caller reported electrodes >10,000 ohms, but then confirmed this was on the 8-15 lead. The 0-7 lead caller indicated electrode 3 has a short 50 ohms. Caller confirmed patient is programmed to electrode 3. Caller will send session report. Caller reported the patient had a fall approximately one month ago. Patient reported to managing healthcare provider (hcp) that she was not getting therapy benefit like she did previously, and had an appointment prior to today but had to cancel. Today was the first opportunity to see a rep to have ins checked/reprogrammed. Discussed checking leads intra-op for any lead issues during replacement. Reviewed not programming an active short.